Event description:
It was reported that during an open pneumectomy, the cartridge was dislodged when the package was opened. A nurse loaded the cartridge into the device and the device could be used to complete the case without problem. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Results: cartridge falls out. The device was received in good visual condition and with a reload loaded on the device. The reload was received fully fired with staples. The reload was loaded into the device, it was noted that the reload clicked into place; the device was turned upside down and tapped; while doing this the reload fell out of the device due to stack up tolerance clearance between the components that resulted in less friction to retain the cartridge. The device was tested for functionality with the test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.